Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk atherectomy device during treatment of a 220mm calcified lesion in the patient¿s mid proximal left superficial femoral artery (sfa). Severe vessel calcification and little vessel tortuosity are reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 6mm. IFU was followed and the device was prepped without issue. It is reported the device cutter jammed and would not close. It was not possible to turn off the thumbswitch. The device was successfully removed. The cutter was outside the housing during removal from patient. The device was safely removed from patient. No deformation noted in cutter. A hawkone ls device was used to complete the procedure and the patient was discharged home the same day. No patient injury reported.